Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.076" x 0.429" was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade do not show damage. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a broken tip. The user completed the procedure with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported.